Event description:
It was reported to boston scientific corp in 2007 that during initial placement of a one step button kit enteral feeding device (male pt) "when it was attempted to remove the delivery device from stomach, button dilator was tore and remained inside stomach". "The remained device (approx 1 cm) was attempted to be removed with kocher forceps, however, it was again tore." Surgery was performed and the device was removed successfully. The procedure was completed with another device. The pt's condition was reported as "stable".

Manufacturer narrative:
This device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review and product eval is in progress. Results of the device eval, as well as the device history will be provided in a follow-up medwatch report.